Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer cleaned the probe since it was dirty. A performance check was run. UDI number = (B)(4). This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with tp2 total protein gen.2 on a cobas pro c 503 analyzer. No incorrect results were reported outside of the laboratory. The sample initially resulted in a total protein value of 21.5 g/l. The sample was repeated on (B)(6) 2021, resulting in a value of 59.8 g/l. The total protein reagent lot number and expiration date were requested, but not provided.